Event description:
A customer contacted baxter's technical service center reporting air in the patient line during the start of the initial drain on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp would restart with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2010 regarding the air in line, it was revealed that the issue was resolved and that she is doing great. Per hp, she did not notice any defects on the supplies. The hp stated that she did not have any injury or harm as a result of this incident. The hp stated that she notified the nurse, and she has been re-trained on primming appropriately. Per hp, she did not save any of the supplies, and did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint of air in the patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Based on the nurse's retraining of the patient on prime, it appears the patient was incorrectly priming. Per the complaint information, the cause of the air in tubing is user error - the patient had connected before priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.